Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
H-s2518 (B)(6) the patient was repeatedly performing hemostasis during the procedure, but stopped energizing midway through the procedure. Completed the procedure using a new one of the same product. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report d2: common device name d4: model #, serial #, unique identifier (UDI) g6: type of report h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Additional information d1: brand name d9: is this device available for evaluation? H4: device manufacture date. Evaluation summary the operating wire on one side of the complaint product was broken. It was determined that the operation wire was broken due to load from opening/closing operations, etc., and could no longer be energized. The situation in which the load was applied to the wire could not be identified. The complaint product passed the continuity test in the product inspection. The results of the investigation were reported to the distributor via email. The customer's consent was obtained. The DHR review confirmed the instrument for endoscope was manufactured on 11-oct-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 11-dec-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Correction information: b4: date of this report. H6: health effect - impact code (f):4604. G6: follow-up #: 2. H2: if follow-up, what type? H11: correct the date of device manufacture in the DHR review. The DHR review confirmed the instrument for endoscope was manufactured on 22-nov-2023 under normal conditions, passed all required inspections and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 11-dec-2023.